Event description:
A caller reported experiencing a cartridge alarm 20 during the cartridge load process, which prevented further progress. Although the issue occurred, there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, ensuring the replacement would come with updated software. The customer was instructed on how to manage the transition, including putting the pump into storage mode and returning it to tandem. The customer acknowledged all instructions and confirmed their understanding.